Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A hospital reported that a patient interface (pi) was received as an expired product. A brief description from the surgery center indicates the pi had a label over the original label that had an expiration date of december 2016 but when the account verified the pi's lot number, the correct manufacture year was 2011. The pi has a shelf life of 2 years; therefore the pi may have been tampered with. When attempting to gather further information, the surgeons from the hospital reported there may be some mistakes with the initial report and would provide additional information at a later date. Thereafter, there were additional attempts made to gather further information and the hospital has commented that it will not provide further information.

Manufacturer narrative:
The hospital is now aware of the importance of using official abbott products to patients. The account has purchased authorized products from abbott (B)(4). A review of the records related to this product that included labeling, manual, trending, device history records and risk documentation reviews were performed. The documentation shows that pi (patient interface) disposable product with lot number cj01304 was expired on (B)(4) 2013, 2 years from manufacturing date. That is the shelf life for the pi product (two years). According to the initial report on the picture provided it looks like there is a sticker over the original lot number/expiration date with a different expiration 2016-12 (a difference of 3 years). The manufacturing record review and related documents revealed that the pi (patient interface) disposable product was manufactured and released according to the specification. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation, labeling change or escalation is required. All pertinent information available to abbott medical optics has been submitted.